Event description:
The caregiver (cg) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during dwell 3 of 4. The caregiver (cg) stated she looked at all the supplies and did not seem to find anything wrong. The cg stated the home patient (hp) was connected. The baxter technical service representative (tsr) explained the alarm indicates air has entered the set up and assisted the cg to cycle power to clear alarm. On (B)(6) 2011, product surveillance spoke with the hp's nurse who stated this patient is doing well with therapy and no adverse event resulted from this report. The nurse confirmed the patient is under care in (B)(6) until (B)(6). On (B)(6) 2011 product surveillance spoke with the home patient's wife who stated therapy was going fine and no other issues have occurred.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).